Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damage to the fiber bonding in the distal end of the outer tube. Additionally, the video cable was broken, causing image distortion with visible stripes. There was no patient involvement.